Event description:
The patient reports that using the device hurts his lungs when he wakes up in the morning. Patient consulted his doctor and was told to recalibrate the settings. There was no reported patient death or serious injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.